Event description:
It is reported that the physician was using a sprinter legend 3.00x10mm to pre-dilate the rca. The balloon failed to deflate after the first inflation although the inflation device was on negative pressure. The balloon remained inflated for 30mins within the patient resulting in the patient suffering dangerously high st elevations. Numerous attempts to deflate the balloon were unsuccessful and it became lodged in the coronary artery. The physician burst the balloon by over inflating it in order to remove it from the patient. The balloon came out in fragments and the physician is confident that they removed all the fragmented balloon particles. Prior to using the balloon the sheath was noted to be very sticky and required force to remove. Resistance was noted when trying to remove the stylette. It is reported that the patient was kept for longer observation due to the st elevations. Evaluation summary: the balloon, a portion of distal outer shaft and a portion of distal tip had detached from the device on the distal shaft and distal to the attach tip bond. The distal outer shaft material in the area of the detachment appears to have been partially inflated. Stretching was evident on the inner shaft and distal tip. Image review: the images provided showed the presence of a mid rca lesion. The lesion was pre-dilated and the balloon appears to have fully deflated after use. There is no evidence of a balloon having been introduced into the vessel, inflated and then failing to deflate. The timestamp on the images is static so it is not possible to tell if there was a time delay between treatments. There is no evidence of vessel damage or parts of the balloon remaining in the vessel based on the images provided.

Manufacturer narrative:
(B)(4). Results: root cause of sheath removal issue is undetermined. Mi. Conclusions: root cause of sheath removal issue is undetermined. Mi.